Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. Unit successfully downloaded to thump. Confirmed pump alarmed insulin flow blocked alarm during normal bolus on 08/02/2025 09:30:17.000 in pump downloaded history. No failed battery test noted. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Verified pump alarmed failed battery test on 08/02/2025 17:14:56.000 in pump downloaded history. No alarms or alerts noted during testing. Battery cycle 10.0 received the lowbatteryalert (104) on 08/02/2025 16:43:00 after more than 7 days at 12.32 days. Battery cycle 3.0 received the lowbatteryalert (104) on 07/21/2025 08:30:00 after more than 7 days at 14.94 days. Battery cycle 2.0 received the lowbatteryalert (104) on 07/06/2025 09:04:00 after more than 7 days at 18.0 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay and label damage (faded). The p-cap/reservoir does lock properly. Pump passed required testing, and no unexpected insulin flow blocked alarms noted during test. Customer did not experience an unexpected power loss or charge lasting less than expected of less than 7 days per the pump history records. Charge/battery lasts less than expected not confirmed. Unexpected battery power loss not confirmed. No failed battery test noted during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced battery failed alarm, a low battery alert prior to replace battery alert, and an insulin flow blocked alarm. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-397a, mmt-1884. Troubleshooting was initiated, and it was identified that the issue was a past event, which was resolved. This was the second occurrence of receiving alarm in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. No product return is required for mmt-332a, mmt-397a. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.